Event description:
It was reported that the pin driver was broken before use and doctor switched to wire driver to complete procedure. No delay or patient injuries were reported.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 27 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure is an identified failure mode within the risk file. The navio surgical technique guide ((B)(4) rev c) released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states:¿ a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ per communications, the pin driver was broken before use and doctor switched to wire driver to complete procedure. Without supporting clinical/medical documents, a thorough investigation cannot be performed. No harm to the patient was reported. Factors that could have contributed to the reported event may be due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw. No containment or corrective actions are recommended at this time.